Event description:
Allied healthcare products, inc. Rec'd via phone call from distributor that a firefighter had rec'd 2nd degree burns on face and hands when he attempted to turn an oxygen regulator on that was attached to a "d" size cylinder.